Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 599 mg/dl with ketones. Reportedly, the customer required assistance from the contact to address bg with a manual injection. Reportedly, customer reverted to an alternate method of insulin therapy.